Event description:
It was reported that during the surgery, the tip of the complaint product's inserter was bent while the surgeon tried to insert the anchor into the patient's burr hole, and the anchor couldn't be fixed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.